Event description:
During the index procedure four in.pact admiral paclitaxel-eluting pta balloon catheters were used, three to treat the left sfa and one to treat the left popliteal. Devices were successful. Approximately 27 months post index procedure the patient experienced occlusion of the left and right iliofemoral and femeropoploteal axes. The investigator assessed that the event was not related to the study device, procedure or drug. The patient was treated with a thrombendarterectomy but died two days later.

Manufacturer narrative:
Concomitant: evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4)

Manufacturer narrative:
The cec adjudicated that the occlusion was related to the procedure, not related to the device and drug.